Manufacturer narrative:
(B)(6). A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade 3.

Event description:
Healthcare professional reported left side pain which had worsened with signs of capsular contracture, baker grade iii. An ultrasound revealed thickening of the fibrous capsule, radial folds, and cysts. The patient was treated with unspecified painkillers and monitoring. Device remains implanted.